Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle broke off and the patient was rushed to the ER. The following information was provided by the initial reporter: needle broke off to patient arm and was rushed to the ER.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle broke off and the patient was rushed to the ER. The following information was provided by the initial reporter: needle broke off to patient arm and was rushed to the ER.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.